Event description:
Reportable based on analysis completed on 20-dec-2014. It was reported that shaft kink occurred. After predilatation was performed, the 28 x 3.00 promus premier¿ drug eluting stent was advanced into a guiding catheter, however, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 190mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).